Event description:
Sales consultant reported a problem with the distal locking screw during a trochanteric fixation nail (tfn) procedure. The sc reported that the screw did not go in perfectly, and was binding up. The surgeon had to manipulate the screw in order to get it to go through, using the drill bit. It was reported that there was a lot of torque on the handle, when the surgeon was taking it off. No patient injury was reported. Surgery was delayed for 15 minutes. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.